Event description:
Rptr noted four of five surgeons at facility had increased corneal burns at incision, possible due to sleeve change in kit. F/u noted one pt requried a suture one week post-op to close wound, but did not feel this was serious.